Event description:
Hcp reported the pt presented with symptoms of increased spasticity and lower extremity reflexes. They tried multipe settings on the pump and bolused without effect. A catheter dye study was done that showed. A rotor stall. An x-ray showed the catheter to be okay. The pump was started up again after the stall, so it was thought to be stalling intermittently. The pt was treated with oral baclofen and valium and the device was replaced. The pt is doing better now with diminished reflexes and decreased spasticity.